Event description:
An ipp device was implanted, date not provided. The left cylinder was removed from the patient and replaced on 07/15/97, reason not indicated. Ams has requested additional information.

Manufacturer narrative:
Cylinder had or damage.